Manufacturer narrative:
Correction: updated lot number. The device history record review was unable to be performed as the reported lot number (259) of the device does not match any of the manufacturer's lot numbers for this device. The subject device is not available; therefore analysis cannot be performed. From the information available, there is no indication that the reported event is related to product specifications nonconformance or misuse. There is also no indication that the subject device malfunctioned. However, death, hemorrhage and stroke are known risks associated with such procedures and noted as such in the directions for use (dfu). Therefore, an assignable cause of anticipated procedural complication has been assigned to the event.

Event description:
It was reported in a post market surveillance report that the clot was located in the left internal carotid artery. Thrombectomy with the subject device was performed and the patient got tici 1 reperfusion. After the procedure, a CT scan showed a small hemorrhage in the left frontal lobe. In the physician's opinion, it was a hemorrhagic infarction. The patient passed away due to encephalocele.

Manufacturer narrative:
The subject device is not available.

Event description:
It was reported in a post market surveillance report that the clot was located in the left internal carotid artery. Thrombectomy with the subject device was performed and the patient got tici 1 reperfusion. After the procedure, a CT scan showed a small hemorrhage in the left frontal lobe. In the physician's opinion, it was a hemorrhagic infarction. The patient passed away due to encephalocele.